Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The description alleges the patient underwent revision surgery; however, no specific device failure is alleged. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. On (B)(6) 2014: the patient had unspecified injuries and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The description alleges the patient underwent revision surgery; however, no specific device failure is alleged. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 weeks post implant of composix kugel mesh, patient was diagnosed with seroma, adhesions, fibrosis and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma, adhesions and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2009) is considered to be a best estimate. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Product not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. On (B)(6) 2014, the patient had unspecified injuries and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2010, patient was diagnosed with incarcerated irreducible ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿a large hernia sac was identified, and it was freed up from the subcutaneous tissues. Two hernia sacs were found in the supra-incision component and the herniated fat through these were amputated. Then a composix kugel mesh was placed with the gore-tex side was in contact of the small bowel and the marlex side facing the abdominal wall. The mesh was placed in the abdominal wall using sutures and tacks.¿ on (B)(6) 2010, patient was diagnosed with abdominal wall seroma, thereby underwent open repair. Per operative notes, ¿there was a large abdominal wall seroma. It was drained.¿ on (B)(6) 2014, patient was diagnosed with adhesion, thereby underwent open repair with removal of composix kugel mesh. Per operative notes, ¿there were adhesions in the peritoneum and extensive lysis of adhesion was performed. The small bowel was struck between the mesh and the abdominal wall, so it was resected along with the composix kugel mesh.¿ attorney alleges that the patient had abscess, adhesions, bowel perforation, bowel removal, infection and seroma. It is also alleged that the patient had hematoma, mesh incorporated into small bowel, enterotomies, fibrosis, chronic inflammation, focal giant cell reaction, attached fibrofatty tissue.